Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced increased spasticity. At a refile visit, more drug was removed from the reservoir than expected (specific volumes not reported). Neither a rotor nor a dye study were completed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.